Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead appeared to have been dislodged. A lead revision procedure was performed, and this rv lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported.